Event description:
Drive medical has received a complaint from an attorney about an incident involving a rollator, allegedly distributed by (B)(4). It is reported that the rollator buckled and bent causing the claimant to fall and sustain serious injuries requiring hospitalization and other care. This MDR report is based on the customer complaint.